Manufacturer narrative:
The remote service engineer (rse) obtained the log files, and provided the extract from the clinical audit log for (B)(6) 2023, from 8 a.m. To 1 p.m. A good faith effort was performed to clarify if the device showed the alarm and worked as expected, but no additional details were provided. The clinical audit log was escalated for technical investigation, and the results indicate we do not have enough information to confirm if the device worked as expected or not, as there is insufficient information. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. Reporter phone number:(B)(6).

Event description:
Customer reported the device failed to alarm which led to a patient death. The device was in clinical use at the time of event. The patient passed away.

Event description:
Customer reported there was an event where the unit failed to alarm which led to patient death. The device was in use at the time of event. The patient passed away.

Manufacturer narrative:
Customer has provided event logs for review. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone number: (B)(6).